Manufacturer narrative:
E1 - initial reporter phone:(B)(6).

Event description:
It was reported the device failed to expand. The target lesion, which was located in the right branch of the carotid artery, was 90% stenosed before pre-dilation and 10% stenosed after pre-dilation. A 10.0-24 carotid wallstent was selected for a stenting procedure inside of the patient. During the procedure, the carotid wallstent was delivered to the target lesion through a 6 fr unknown-brand guide catheter and introducer sheath. During deployment of the carotid wallstent, the proximal end of the stent failed to expand. The original carotid wallstent was implanted inside of the patient, and an additional stent of a different model was required to complete the procedure. There were no patient complications as a result of this event. Additional information received through the good faith effort (gfe) process the carotid wallstent was deployed by manipulating the proximal end guide wire and the delivery system of the second stent. A second stent was implanted after the carotid wallstent was placed.